Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator is inoperable. As of this time there is no information about patient involvement associated with their reported event.

Manufacturer narrative:
Result of investigation: the vyaire medical investigation team was able to confirm, the reported customer complaint, but unable to duplicate the issue. This is isolated to a disconnected cable flat/flex 12-cnd. An additional failure was noted. A wrong connection between the harness assembly wires to the power switch terminals caused the power driver board to short on the transistor. The power driver was removed. And a new power driver board was installed.